Event description:
Our patient with a berlin heart had a pump that was making a crunching noise. Video and picture of the pump were taken and sent to berlin heart to assess. Initially we were told that no interventions were needed. The following day, we received a call from berlin heart and were told that after they further assessed the video and images of the pump, we should change it out. So the pump was exchanged with no issues or harm to the patient.